Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight was not provided by reporter. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a female patient with a history of smoking had a (9mmx150mm) humeral nail, (46mm) spiral blade, titanium end cap, and three (3) 4.0mm titanium locking screws implanted on (B)(6) 2015. The patient recently presented with discomfort and irritation (exact date unknown). The surgeon indicated the spiral blade is too long and rubbing against tissue causing discomfort and irritation for the patient. On (B)(6) 2015 the patient had all the hardware removed and had healed enough so that no additional implants were needed. There was no surgical delay reported. The procedure was completed successfully this report is 1 of 1 for (B)(4).